Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was currently in the hospital due to stroke. Customer's parent stated the customer had been experiencing high blood glucose since (B)(6) 2017 with a reading of 306 mg/dl and rose to 439 mg/dl in the afternoon. Customer treated via a correction bolus with the insulin pump. Customer had the following blood glucose levels: 232 mg/dl; 393 mg/dl; 524mg/dl; 450 mg/dl; 252 mg/dl; 302 mg/dl; 499 mg/dl; 347 mg/dl; 343 mg/dl and 309 mg/dl. Customer completed troubleshooting but declined to perform high pressure test. It was not noted if the customer was wearing the insulin pump at the time of hospitalization. The insulin pump was not replaced or returned for analysis.